Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that he was hospitalized on (B)(6) 2016. The customer experienced high blood glucose levels and corrected them with a bolus. His blood glucose level was not responding to the corrections. He was feeling like he was going into a diabetic ketoacidosis. Customer's blood glucose level was 500 mg/dl. He was nauseous. The customer was placed on insulin drip. He was wearing the insulin pump at the time of the emergency room visit. The high pressure test passed. The device was not returned.